Manufacturer narrative:
The device was not returned to the manufacturer; therefore, an analysis could not be performed. The root cause cannot be determined. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies rupture as a potential complication associated with the use of this device. The device associated with this event was used during the same procedure referenced in MFR. Report # 2032493-2019-00228.

Event description:
It was reported that during treatment of a middle cerebral artery aneurysm, the microcatheter ruptured the dome of the aneurysm. A web device was being advanced through the microcatheter at the time. The patient was treated with balloon remodeling and six embolization coils. After extubation, the patient was reported to have no cognitive impairment and was moving both sides of the body.